Event description:
The customer contact reported that during routine testing at the user facility, no ac power was noted. No additional info was provided. This is not a reportable malfunction. However, during verification testing at the service center leakage was noted from the disposable batteries in the battery compartment of the device.

Manufacturer narrative:
During testing, the customer's complaint of "no ac power" was not confirmed; however, leakage was noted from the disposable batteries in the battery compartment of the device. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.